Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in good condition. The customer reported product problem was confirmed during testing. The unit failed to alarm when the disposable or temp check was detached. The faulty micro switch which was causing the problem was replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the unit was leaking water. The device also failed to alarm. No patient injury or complications were reported in relation to this event.